Manufacturer narrative:
Update fields - b4, d9, e1 (initial reporter, event site address and city), g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 corrected fields - d10, h6(health effect ¿ clinical code and medical device ¿ problem code). Getinge field service engineer (fse) evaluated the unit but did not confirm the recurrence of the symptom. The fse cleaned the blue connector of the fiber optic sensor and performed test. Running test ok, the fse performed the work based on the service manual and the result were good.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) pressure waveform and blood pressure values were no longer displayed during clinical use with sensor balloon. The patient died on (B)(6) 2025.